Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 38032633. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection at the incision and pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility. No further information has been obtained.